Event description:
Adverse event(s): "the patient impact is unknown" (no known impact or consequence to patient). Product problem(s): "system message displayed' (device displays error message). The customer reported a system message displayed and the footswitch was not recognized by the system. Multiple attempts were made for more information on the event and patient status with no response to date. The patient impact is unknown.

Manufacturer narrative:
The company service representative examined the system and duplicated the problem reported. The footswitch pcb was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 12 cfr 803.56 when additional reportable information becomes available. (B) (4).